Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and the guidewire failure to advance. As received, a complete lead without the guidewire was returned in one piece for analysis. The reported events of inadequate capture and the guidewire failure to advance were not confirmed. Final analysis found visual inspection and x-ray examination of the lead found no anomalies. The test guidewire was able to advance and withdraw from the lead without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that patient presented follow up in clinic. Both left ventricle (lv) and atrial leads were dislodged and exhibited poor capture threshold. Both lv and atrial leads were repositioned however the guidewire and stylet failed to be advanced in both leads. The physician elected to explant and replace both leads on (B)(6) 2024. The patient was stable throughout the procedure.